Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hypoglycemic event. The low blood glucose level 31mg/dl. The auto mode feature was active at the time of low blood glucose event. The customer felt okay to troubleshoot. The customer was using the insulin pump system within 48 hours of reporting the low blood glucose event .the customer was treated with orange juice/carb intake. The insulin pump will be returned for analysis.